Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the user of the delivery catheter sensed that the associated lead was caught at near the tip part of the catheter. The lead was withdrawn once and delivered into the catheter outside the patient¿s body for checking. And again, it brought the sense that the lead was being caught in the catheter. A different catheter was used to complete the procedure. No patient complications have been reported as a result of this event.